Event description:
A talent stent graft was implanted in a patient for the emergent endovascular treatment of a thoracic dissection approximately two year ago. Vessel morphology was not reported. It was reporter that the stent graft was initially placed lower then intended. The patient was not treated at the time of implant for the low placement of the stent graft. It was reported that there is a distal type I endoleak present. The physician elected to treat a distal type I endoleak by implanting 2 valiant stent grafts. The celiac artery was completely occluded as part of the disease process and the physician made the decision to partly cover the superior mesenteric artery which was filling the aneurysm sac retrograde. It was reported that the loss of seal was most likely due to a lack of seal at implant compounded by disease progression. The patient tolerated the procedure well and is being monitored by their physician. It was reported that post-operatively the patient had some weakness in the left foot, likely related to a left groin hematoma. No a additional clinical sequelae were reported. The film review revealed that the pre-implant cta's show a dissection in the descending thoracic aorta, extending distally to the celiac artery. Post-implant cta's show that 3 devices have been placed; from the innominate extending to approximately 4 cm from the celiac artery. There is a distal type I endoleak; likely due to the reported disease progression. Contrast was also seen approximately near the junction of the 2 most distal devices. The cause and type of endoleak is uncertain, but may be reperfusion of the false lumen. No obvious stent graft issues were observed. Images post-implant of the 2 valiant stent grafts were not provided.

Manufacturer narrative:
(B)(4). Other (films), results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (disease progression). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression).